Event description:
It was reported that balloon rupture occurred. The patient underwent coronary angiography procedure. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured while dilating the coronary artery. The device was replaced with a new balloon, and the procedure was completed. There were no patient complications, and the patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).